Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). Good faith effort requests were sent via email and fax to the user facility, but no additional information has been received as of 15-jan-2022. The customer owned endoscope was received by pentax medical for evaluation on 29-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the endoscope is awaiting inspection as of 15-jan-2022. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer reported that there was no video image involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The issue was observed in the operating room during use. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.